Manufacturer narrative:
(B)(4)

Event description:
It was reported that right ventricular lead had exhibited high capture thresholds. No patient symptoms were reported. A lead revision was attempted but the lead's helix would not rotate smoothly. The lead was explanted and replaced. The patient was noted to be in good condition following the procedure.